Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: deformation observed in the device. Crease flat observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side rupture, and exchange of textured devices due to patient's concern with product. Device remains implanted.